Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customers current blood glucose is 398 mg/dl. The customer did experienced the symptoms such as lightheaded, headache, nausea, grumpy. The customer was treated with bolus insulin. Based on customer report customer does not allege pump was under delivering. Customer also states that blood glucose was above 500 mg/dl and treated by manual injection. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.